Event description:
It was reported that at an examination on (B)(6) 2015, the patient reported that the pump was currently not as helpful as previously. There was also a volume discrepancy noted. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 7.5 ml and erv: 4.7 ml. During pump/catheter check it was noted that a large amount of sediment was identified in the aspirated fluid from catheter on (B)(6) 2015. Diagnostic methods included fluoroscopy. It was noted that this could be due to the high concentration mixture of medication. There was a catheter blockage and a loss of efficacy. The etiology was the entire catheter. It was noted that the event was related to the device or therapy and not related to the implant procedure. The severity of the event was considered ¿mild¿. The outcome was ongoing. The pump was used to infuse infumorph (concentration 5.0 mg/ml and daily dose 1.6187 mg/day). Per logs provided, on (B)(6) 2015 the concentration of infumorph was changed to 15.0 mg/ml at a daily dose of 1.944 mg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter . (B)(4).

Event description:
Additional information later received reported that on (B)(6) 2015 the patient reported the pump was working well and pain was well controlled. The outcome was resolved without sequela.